Event description:
Written report received from baxter affiliate states that there were two incidents of leakage at the "flow restrictor connection to the patient." Reporter indicates that the devices contained fluorouracil of unknown concentration and 0.9% sodium chloride for a total fill volume of 240 ml. Per reporter the leakage occurred during fill, however, no one was exposed to the solution. Reportedly the winged luer cap was on and securely tightened at the time of event. Reporter further states that devices "still contain the left drug solution."